Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2007. It was reported that the pt was no longer able to establish communication with the ipg using the charger. A new charging system was tried to no avail. An x-ray showed that the ipg had not flipped. F/u on the pt found that no further issues have been reported. The ipg was not returned to ans for eval. No add'l info was available.